Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue of "no image" was confirmed. Device inspection and evaluation , service repair noted that no image was displayed, no image appears on the device due to damage in the image pick up (breakage of the electronic board) and damage to the video connector . In addition, an error e216 (scope communication) was observed. Furthermore, the following findings during inspection were noted below: the curved rubber insertion part) adhesive is missing. The angle fixing part of the operation part is loose. There are scratches on the operation part, c-connector , due to external factors. Device evaluation findings confirmed the reported issue and was found to be due to damage in electronic board and video connector. In addition an error e216 (scope communication error) was observed and likely attributed to electrical continuity error due to water invasion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with a report regarding no image. The problem found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Distributor was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, as a result of checking the image with the temporary connector to isolate the defective part, the suggested event was solved, so it is judged that there is a defect in the video connector. It is difficult to identify the cause of the failure of the video connector, but since the actual device has no record of replacement and repair of the video connector from the time of delivery, the operation of the electronic components on the board mounted in the video connector becomes unstable due to aged deterioration, or the destruction of electronic components due to the overcurrent flowing on the board circuit due to the application of static electricity from the connection part of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details regarding the event were received please see updates.

Event description:
Additional details were provided where the event was found at pre-treatment inspection. The procedure was a therapeutic treatment of a hernia. There was a delay in procedure as the scope was replaced. The procedure was completed without any further complications.